Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer reporting two separate events of false (B)(6) reactions with ortho anti-e bioclone lot seb398a exp 1/12/19. Customer stated site tested four samples for the month of (B)(6); 50% or two of four samples reacted false (B)(6) with anti-little e, with lot # seb398a. Samples were send to the reference lab for confirmation testing and did showed (B)(6) reactions for the antigen. Issue started on: (B)(6) 2018; reported (B)(6) 2018, frequency: 2x. Methodology used: tube method. Incubation time rt for (B)(6) reactions. ( did get false (B)(6) results on two samples after the 5-10 minutes incubation). According to customer qc testing were performed and acceptable (1-2+); customer used immucor cells for qc testing. Customer further added site repeated all four samples on (B)(6) 2018 with both anti-little e antisera and saw (B)(6) reactions with two of four using another lot of antisera. Customer has two vials of the old lot# and is requesting replacement.